Event description:
Two nurse aides were transferring a resident from shower chair to bed. They lifted him completely out of the chair, removed the chair and the lift arm immediately "gave way" and the resident fell approximately 36" to 40" onto the floor.